Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis confirmed the observed lead fracture. Due to the location and type of damage it is likely the fracture was caused by entrapment in the clavicle/ first-rib region. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured. An invasive revision procedure was performed and the lead was taken out of service. No further complications were reported. No other adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.